Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller with pt today in clinic. For past about 2 wks, pt has experienced sudden change in recharge duration. It used to take them 45 minutes to 1 hr to charge their ins but now it is taking about 3 hrs because pt is losing connectivity with their ins (eg device not found seen in midst of ins charging). Pt says they fall frequently but that nothing has changed at their ins pocket. Per caller, pt's ins moves a little bit in pocket site. Pt mentioned having their recharger replaced in the past. Pt didn't bring their external components with them today. Pt says their controller is taking a charge fine. Ins currently low or depleted. Tss reviewed having pt call into pt services or meeting with caller again to do troubleshooting with pt externals.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that they are seeking approval to change the battery. To the rep's understanding, they submitted to insurance for the implantable neurostimulator (ins) to be changed out. Additional information was received from a patient (pt). It was reported that they have no idea what the cause of the implant moving and longer recharge times was. The patient met with the manufacturer representative (rep) and had trouble charging. The patient stated that the issue cannot be resolved without replacing the battery. The patient stated that they are in horrible to the point where they are thinking about death.

Event description:
Additional information was received from the patient. The battery would not hold a charge, and the patient was in great pain. The patient stated they were on the verge of "killing myself". The pain was very great.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from multiple sources. Rep reported they believed that the patient had not had their battery changed yet. Rep was under the impression that the pain which the patient referenced was a return of their baseline pain as the device was no longer providing therapy. Hcp reported that patient's insurance denied the surgery. Hcp applied for third level appeal, but the patient didn't complete and return the application, so the request was terminated. At this point, the patient needs to follow up with hcp so they would need to start the process over. Hcp's understanding is that patient had severe return and progression of her baseline pain, which is primarily in the low back and legs. This had subsequently resulted in increasing falls and deconditioning, leading to fear of leaving her home. She had not expressed thoughts of self harm or si at the time of her last visit with the hcp. She had not ever mentioned pocket site pain or movement within the pocket. Over multiple visits (over several years, due to several missed visits), patient had expressed difficulty charging her device, as well as suboptimal relief of her pain, despite reprogramming. At the time of the last visit, in (B)(6) 2025, her device was no longer holding a charge or able to be connected to, which, hcp believe, was ultimately felt was due to the device being end-of-service. Though, hcp doesn't know if this was assumed or able to be confirmed. The patient was recommended total system replacement to see if they can salvage her pain, as she had initially had great relief with stimulation, then was felt to likely have developed tolerance to stim over time. Hcp is hoping the patient again derives benefit with a new system and technology.

Manufacturer narrative:
H6: based on the additional information received and medical review, previously reported ime e0205 is no longer applicable to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.